Manufacturer narrative:
Device not returned.

Event description:
It was reported that while pump was charging, it became warm to the touch. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.